Event description:
It was reported that since (B)(6) 2013 when the patient tried to receive a bolus dose, they were seeing an 8286 error code on the personal therapy manager (ptm), which indicated that an empty reservoir occurred. The reporter was thus far unable to get in contact with the health care provider (hcp), so the refill date details were not yet known. There were no therapy issues for the patient per the reporter¿s knowledge. It was later reported that per the patient, they did not feel as if they were having any withdrawal symptoms. The patient stated the hcp had filled the pump ¿a while ago¿. Per the hcp, the patient was in the office to have the pump filled on (B)(6) 2013, and the patient appeared ¿ok¿ at that time. No further details were known to the reporter.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).